Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the threads on actis extractor were stripped.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported that the threads on actis extractor were stripped. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device does not found signs of stripped at the actis retaining stem inserter. However the threaded tip of the sample was broken, the broken fragment was not returned for evaluation. Additionally the device presents impactions marks at the underside on the proximal end of the retaining body weldment. The observed conditions of the device are consistent with a component failure that was caused by exposure to unintended forces like impacting the device before it was fully seated; or by assembling the device in a misaligned position, heavy usage and impacted the device in areas that are not intended to be impacted. Properly handling and attention to the approved use of the device diminishes the risk of failure. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the actis retaining stem inserter would have not contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3.